Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the center lower abdomen a using legacy coolmax applicator and may have developed paradoxical adipose hyperplasia. Patient first noticed symptoms approximately three months after treatment. The tissue was described as firm and visibly enlarged tissue volume was observed.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the center lower abdomen a using legacy coolmax applicator and may have developed paradoxical adipose hyperplasia. Patient first noticed symptoms approximately three months after treatment. The tissue was described as firm and visibly enlarged tissue volume was observed.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of the initial medwatch, this report has been identified as a duplicate of previously submitted report of 3007215625-2022-00218-00.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.